Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient's lead had migrated and only covered therapy on their right side. Lead migration was confirmed via x-ray. Surgical intervention was undertaken and another lead was added, resolving the issue.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient had a second lead implanted. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.